Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 25 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The eeprom event log from the field was reviewed and displayed failure codes. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. The handle was shown to have no observable functional abnormalities during testing. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the error codes in the eeprom. A product enhancement has been initiated to prevent this condition from recurring the observed error codes in the eeprom were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a open total gastrectomy procedure, the fully charged battery pack was inserted into the handle. However, the calibration did not start. A new one was opened to correct the problem.

Event description:
Additional information was received from the account as follows: the battery was fully charged on the day of the operation. The blue indicator lights and a flashing handle indicator light were illuminated. The product will be returned for investigation.